Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Stylet insertion test found obstruction/restriction at the proximal region of the lead. After cutting the lead at stylet obstruction/restriction region to examine the condition of the inner coil, the inner coil lumen was found to be clogged with blood/body fluids. The cause of the reported event was isolated to the inner coil lumen clogged with blood/body fluids. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, the stylet was unable to advance down the right atrial (ra) lead. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable.